Event description:
The site contacted ge healthcare to request for service on a proteus xr/a table. Upon entering the exam room, the operator noticed that the motion inhibit button that serves as an alternate lock to the table was activated. In preparation for a chair-seated tabletop exam, the operator deactivated the button which should not affect the locking of the table if the primary locking controls (foot pedals) are not pressed. Instead, the operator reportedly observed that the tabletop free floated (lateral and longitudinal movement without resistance). None of the footpedals were functioning during this time. There was no injury reported. The unexpected free float condition could contribute to an injury if a pt or operator were unaware of this condition while loading or unloading a pt. The ensuing instability could lead to a fall.

Manufacturer narrative:
Prior to the field engineer's (fe) dispatch to the site, the site contacted ge stating that they were able to resolve the issue by resetting the motion inhibit button. The site indicated that the table was functioning and cancelled the service request. The fe later investigated the issue and indicated that the reported problem could not be reproduced.